Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The customer's report was observed and attributed to a faulty CPR adapter. When the adaptor is manipulated, the signal is lost and the unit was unable to shock. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician adjusted the electrodes; after a 20-30 second delay, the unit was able to shock. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.